Event description:
It was reported the pt's intrathecal drug delivery system was removed, due to infection. The pt underwent IV antibiotics after removal with no complications. The hcp plans to re-implant with a new device system once the infection is gone. The drug used in the pump was baclofen 2000 mcg/ml at a dose of 99.9 mcg/day delivered on a simple continuous mode.